Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch ((B)(4)) and no issues were observed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer reported an allergic skin reaction on day 4 of wear of the adc freestyle libre sensor. On (B)(6)2019, the customer described red marks under the sensor insertion site and having been prescribed the corticosteroid, betamethasone dipropionate cream, for treatment by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an allergic skin reaction on day 4 of wear of the adc freestyle libre sensor. On (B)(6) 2019, the customer described red marks under the sensor insertion site and having been prescribed the corticosteroid, betamethasone dipropionate cream, for treatment by an hcp. There was no report of death or permanent injury associated with this event.